Event description:
Procedure type: appendectomy. According to the reporter: when the surgeon pushed back the black closer the magazine would not open. This happened on two handles. A third handle and magazine was used to complete the procedure. No person was injured. Operative time was extended by more than 30 minutes. No blood loss occurred. The incision was not extended. There was no tissue loss or damage.

Manufacturer narrative:
(B)(4).